Event description:
It was reported that the customer received a no delivery alarm during manual prime. The reservoir and infusion set were new. The customer was told to remove the infusion set from the insulin pump. The customer was advised to check the reservoir septum and p-cap needle. It was possible to manually fill the tubing. The customer was advised to change the catheter. The customer again received a no delivery alarm and was told to change the reservoir and check the insulin. The customer's blood glucose was 201 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.